Manufacturer narrative:
Evaluation of the submitted system controller log file confirmed the report of power elevations; however a specific cause for the power elevations and correlation between the device and the report of suspected thrombus could not be conclusively determined. Device thrombosis and hemoylsis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 4 years, 10 months. (B)(4). The pump was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital on (B)(6) 2016 with a high lactate dehydrogenase (ldh) level and hematuria. Vad thrombosis was suspected; however, the patient was an unlikely exchange candidate due to non-compliance and comorbidities. The patient was started on a heparin drip and no changes were seen as of (B)(6) 2016. A review of the submitted log file by the manufacturer's technical services representative revealed an increase in pump powers. On an unspecified date, the patient developed jaundice with liver failure. The patient's ldh was reportedly greater than 3000 u/l. On (B)(6) 2016, the patient expired from presumed pump thrombus.